Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that one of his batteries was showing a red light with a slash through the battery. The pt also reported that the battery would not start the monitor. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. The cause of the defect was mismatched cells on battery (B)(4) (one cell is at 0 volts). The root cause of the mismatched cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.